Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer (fse) evaluated the analyzer. The fse identified the source of the leak above the peltier module. The leaking tubing was replaced. Cause of the leak was determined to be a hole in the tubing at the peltier module. Product labeling was evaluated. Coulter lh 500 hematology analyzer, instructions for use pn#624602: beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a potential hazard when a leak was identified inside a coulter lh 500 hematology analyzer. The clear fluid leak was less than 10 cc and was from the right compartment of the analyzer. The leak was discovered when the customer noted low vacuum and ambient temperature errors when the analyzer was cycling. The fluids associated with this leak may be diluent, blood, 5c cell controls, lyse s-4 and lh series diff pak. The source of the leak was determined by a beckman coulter field service engineer and the leak was repaired. The operator was wearing appropriate personal protective equipment. There was no exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no reported impact to patient test results. There were no reports of death, serious injury, or affect to operator safety associated with this event.